Manufacturer narrative:
The reported event of ¿excessive rf usage¿ was confirmed. Excessive rf wakeups were identified but these are consistent with rf interference during internal testing activity. Analysis performed, including thermal and mechanical testing of the device, did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was still in its original packaging displaying the following two messages: "excessive rf telemetry use detected" and with "the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer has re-enabled rf telemetry." The pacemaker will be returned for analysis and will not be used.

Manufacturer narrative:
This supplemental report is to add the PMA number.